Event description:
It was reported by the patient¿s legal guardian that, on (B)(6), 2026, the patient experienced a skin reaction at the infusion site on the leg after approximately 17 hours of pod wear. According to the report, the patient¿s blood glucose increased to 24.3 mmol/l (~437 mg/dl), prompting pod removal. Upon removal, the infusion site was observed to be irritated and red, with insulin leakage observed beneath the pod. The legal guardian further noted the use of oily wipes to remove pods based on previous advice from a pediatrician due to the patient¿s skin sensitivity and eczema. The site was prepared with water prior to pod application. The (B)(6) who diagnosed erysipelas (a bacterial infection) and prescribed floxapen antibiotic treatment for 10 days at a dosage of 16 ml three times per day. The medical visit lasted approximately 15 minutes. The pod involved is unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.